Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the final drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient thought the therapy was complete and disconnected the transfer set from the patient line of the homechoice set during the final drain. After receiving the alarm, the home patient realized the therapy was not complete and attempted to proceed with the therapy by reconnecting to the setup. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or meidcal intervention was associated with this incident, per the home patient.